Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted that one tacker was received with disrupted timing and a broken articulation knob. One fully fired 8dpt reload was received. Microscopic inspection revealed scratches inside the reload tube. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the reported condition could be due to improper loading of the sulu, as indicated by the scratches in the reload tube. Replication of the broken articulation knob may be due to excessive manipulation of the device, in this case over torquing of the knob. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: tacker "misfired".tacker was not able to be reloaded. Tacker was articulated at the time. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. No reinforcement material was used. In this incident, there were no other manufacturers products used with the device that is the subject of this report.